Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up to the "zoll" logo and the display froze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the monitor board was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.